Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. Manifold p span, inspiratory flow valve, bleed resistor, patient airway (paw), and auxilliary common gas outlet (acgo) span calibrations were done to resolve the reported issue. No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit will not mechanically ventilate. Only manual ventilation is available. There was no report of patient involvement.